Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that the skin irritation was on her back under the te pads. The irritation had blistered and opened. The patient indicated that they had been prescribed a foaming substance to help the irritation heal. Follow-up indicated that the condition of the irritation was the same. The medical outcome of the irritation is unknown.